Event description:
It was reported that the cylinders from this ambicor penile prosthesis (app) were not inflating when the patient used the pump. During evaluation, the physician attempted to inflate the device and found it working properly. Fluid loss was observed in the device, and the pump bulb remained flat. A surgical procedure was performed in which the original device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. The first cylinder was visually and microscopically inspected and leak tested. A hole was identified in the proximal end of the first cylinder caused by a sharp instrument, and the cylinder did not pass the leakage test. The second cylinder was visually inspected and leak tested. No damage or abnormalities were observed, and the cylinder passed all testing performed. The pump was visually inspected and leak tested. No damage or abnormalities were observed, and the pump passed all testing performed. Based on the available test results and investigation, the reported allegations of cylinder difficult to inflate, fluid leak, and pump collapsed/dimpled/flat could not be confirmed. The reported hole or perforation was confirmed as a secondary failure caused during the explant procedure because it is consistent with sharp instrument damage. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the cylinders from this ambicor penile prosthesis (app) were not inflating when the patient used the pump. During evaluation, the physician attempted to inflate the device and found it working properly. A surgical procedure was performed in which the original device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the cylinders from this ambicor penile prosthesis (app) were not inflating when the patient used the pump. During evaluation, the physician attempted to inflate the device and found it working properly. Fluid loss was observed in the device, and the pump bulb remained flat. A surgical procedure was performed in which the original device was explanted and replaced. There were no patient complications reported.